Manufacturer narrative:
Medwatch sent to FDA on 09/10/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported four weeks after injection to the nasolabial, marionettes, and prejowl sulcus with juvederm voluma patient developed "swellings in the mouth on either side." Patient was reviewed by the injecting physician and reported "having some dental problems and will return to the dentist." Patient returned to the physician again reporting the swellings in the mouth had disappeared, however patient had developed "swelling around the mouth." The patient was treated with hyalase but feels "the result hasn't corrected." Symptoms are ongoing.